Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, thrombophilia, pregnancy, asthma and overweight. Previously administered products included for an unreported indication: lovenox, depo provera and heparin. Concurrent conditions included dysmenorrhea, pelvic pain, cervical pap smear abnormal, nausea, vomiting, corpus luteum cyst, hematoma, vaginal stricture, tobacco use disorder and ovarian cyst. Concomitant products included methocarbamol, morphine, ondansetron (zofran), paracetamol (tylenol) from 2009 to 2014 and tranexamic acid (lysteda) from 2011 to 2012. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced eczema ("rashes or skin conditions type: eczema"). In (B)(6) 2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation due to adhesions\ constipation due to scar tissue from essure"). In (B)(6) 2011, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced endometriosis ("other injury(ies) or complication (s) please describe: endometriosis, chocolatized ovaries, uterus adhered to bowels") and uterine adhesions ("uterus adhered to bowels"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, migraine, headache, fatigue and constipation had resolved and the eczema, dysmenorrhoea, dyspareunia, weight decreased, endometriosis and uterine adhesions outcome was unknown. The reporter considered abdominal pain, constipation, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, headache, menorrhagia, migraine, uterine adhesions, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details: the essure device was placed and deployed in the left tube. Approximately 3 coils were noted and then the right tube in similar fashion, the essure device was placed and deployed, and approximately 4 coils were noted. Discrepancy: date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Ultrasound abdomen - on (B)(6) 2014: impression: nonspecific bowel gas pattern is seen. No discrete radiopaque foreign bodies are soon within the patient's abdomen. Ultrasound scan vagina - in (B)(6) 2010: result: total bilateral occlusion. Essure is in place. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs received: case becomes valid since all events are specified. New events- vaginal bleeding menorrhagia, eczema, migraines, headaches,dysmenorrhea,dyspareunia, abdominal pain, fatigue, weight loss ,constipation due to adhesions, endometriosis, uterus adhered to bowels were added. Lot number was added. Concomitant drugs & conditions were added. Lab test was added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 31-year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, thrombophilia, pregnancy, asthma and overweight. Previously administered products included for an unreported indication: lovenox, depo provera and heparin. Concurrent conditions included dysmenorrhea, pelvic pain, cervical pap smear abnormal, nausea, vomiting, corpus luteum cyst, hematoma, vaginal stricture, tobacco use disorder and ovarian cyst. Concomitant products included methocarbamol, morphine, ondansetron (zofran), paracetamol (tylenol) from 2009 to 2014 and tranexamic acid (lysteda) from 2011 to 2012. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced eczema ("rashes or skin conditions type: eczema"). In (B)(6) 2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation due to adhesions\ constipation due to scar tissue from essure"). In (B)(6) 2011, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced endometriosis ("other injury(ies) or complication (s) please describe: endometriosis, chocolatized ovaries, uterus adhered to bowels") and uterine adhesions ("uterus adhered to bowels"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, migraine, headache, fatigue and constipation had resolved and the eczema, dysmenorrhoea, dyspareunia, weight decreased, endometriosis and uterine adhesions outcome was unknown. The reporter considered abdominal pain, constipation, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, headache, menorrhagia, migraine, uterine adhesions, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details: the essure device was placed and deployed in the left tube. Approximately 3 coils were noted and then the right tube in similar fashion, the essure device was placed and deployed, and approximately 4 coils were noted. Discrepancy: date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion status post essure device placement, large amount of scar tissue: procedure note: there was no extravasation of contrast into the fallopian tubes or peritoneum. Both essure devices appear to be within good position within 3 cm of the uterine cornua.. Ultrasound abdomen - on (B)(6) 2014: impression: nonspecific bowel gas pattern is seen. No discrete radiopaque foreign bodies are soon within the patient's abdomen.. Ultrasound scan vagina - in (B)(6) 2010: total bilateral occlusion. Essure is in place. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. On 24-apr-2019: test and result of hysterosalpingogram (performed on (B)(6) 2011) was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.